Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively in a laparoscopic procedure, there was an unknown issue with the device, but there was bleeding of more than 500cc that requires blood transfusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively in a laparoscopic procedure, there was unknown issue with the device but there was bleeding of more than 500cc that requires blood transfusion. The event led to extended hospitalization.